Event description:
Boston scientific received information that during a normal patient follow up, it was discovered that the patient received an inappropriate shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing a supraventricular tachycardia (svt). The patient has received inappropriate shocks in the past for the same morphology. It was also noted that during the shock delivery, the shock impedance measurement was out of range. The shock impedance measurements have been high in the past, and were high during the other inappropriate shock episodes. Testing was performed, but svt with ventricular conduction was unable to be triggered; the patient only had an increase of premature ventricular contractions (pvcs). The shock impedances measurements during all testing were in normal range. A memory download was performed and sent to boston scientific technical services (ts) for evaluation. A ts consultant reviewed the data and confirmed that the shock impedance measurement was 202 ohms during shock delivery. The shock impedances for the other episodes were confirmed to be high but still within range. A review of the stored electrogram template did not note any major changes since implant and no noise was recorded in the secondary vector. The ts consultant discussed further testing to be performed to help identify the reason for the out of range shock impedance measurement. At this time, the s-ICD and electrode remain implanted and in service.

Manufacturer narrative:
No additional information is currently available. Once any additional information does become available, this report will be updated.